Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that seven days after osteotomy spine surgery, examination of x-rays revealed that a rod and connector were shifted. In a side by side connector, the rod did not lie parallel as it was during the surgery. Revision surgery found the side by side connector and closed lateral connector were open. See mfg medwatch report# 1526439-2013-26612 for the second connector that was involved in this event.

Manufacturer narrative:
Visual inspection of the returned monarch dual conn¿s set screws noted that set screw number 1 appeared to have made some level of contact with its respective rod suggesting that a certain level of torque was applied as noted by the indications on the bottom of the set screw. In comparison to set screw number 1, set screw number 2 showed significantly less indications that it had made contact with its respective rod, thus suggesting that less torque was applied to this set screw. No other visual anomalies were noted during this evaluation. The root cause of the slipping of the connector and concomitant device rod is undetermined. However, the device evaluation review suggests that inconsistent levels of torque may have been applied to the involved set screws thus leading to the post operative loosening of the connector and rod. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.